Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the patient experienced slight post-surgery astigmatism with no report of impedance in their daily activities. No additional information is anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received has clarified that the multiple number of knives were as many as five or six. The events occurred during cataract procedures at which time the knives delivered bad quality of incision.

Manufacturer narrative:
No sample has been returned for evaluation for the report of knives regularly cut off badly therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A surgeon reported that multiple knives have been regularly cutting badly as of recent. Procedure details and patient impact information is unknown. Additional information has been requested.